Event description:
The initial reporter stated they received questionable results for three samples from the same patient tested with elecsys syphilis on a cobas e 801 analytical unit. Negative values were obtained on the e 801 analyzer, but competitor systems showed positive values. No units of measure were provided for the competitor results. The first sample resulted in syphilis values of 0.53 coi (non-reactive) and 0.471 coi (non-reactive) when tested on the e801 analyzer. The sample was repeated using the liaison method, resulting in a value of 6.53. The sample was repeated using the tpha fortress method, resulting in an "equivocal" value. The sample was repeated using the rpr aix method, resulting in a value of 1:4. The second sample resulted in a syphilis value of 0.688 (non-reactive) when tested on the e801 analyzer on (B)(6) 2025. The sample was repeated using the liaison method, resulting in a value of 10.3. The sample was repeated using the tpha fortress method, resulting in a "detected" value. The third sample resulted in syphilis values of 0.61 coi (non-reactive) and 0.615 (non-reactive) when tested on the e801 analyzer on (B)(6) 2025. The sample was repeated using the liaison method, resulting in a value of 4.02. The sample was repeated using the tpha fortress method, resulting in a "detected" value. The sample was repeated using the rpr aix method, resulting in a value of 1:2.

Manufacturer narrative:
The serial number of the e801 analyzer is (B)(6). The patient's samples were requested for investigation. The investigation is ongoing.

Manufacturer narrative:
No sample material was available for investigation. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Section b7 was updated. 1st sample: liaison syphilis result of 6.53 was considered reactive. Rpr aix result of 1:4 was considered reactive. 2nd sample: liaison syphilis result of 10.3 was considered reactive. 3rd sample: liaison syphilis result of 4.02 was considered reactive. Rpr aix result of 1:2 was considered reactive. The investigation is ongoing.